Manufacturer narrative:
Concomitant devices: guidewire (treasure, st jude medical). Prior to inserting the device into the sheath introducer the stent delivery system kinked. The device was exchanged for another. There was no reported patient injury. The stent on the returned product had been deployed. It could not be determined when this occurred. One non-sterile unit of smart control 6 x 100 mm was received coiled in a plastic bag; locking pin was received at the correct position; however the stent was received separated inside the bag (fully deployed). Blood residues were found on handle and at wire lumen. Outer member was kinked at 35.8cm from brite tip. Stent deployment process was performed without stent according dp 12189826 rev. 1 with no resistance felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The kinked/bent condition reported by the customer was confirmed, the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the final assembly and packaging processes to prevent this type of failure, such as the use of transport rods used to maintain the sds in straight position to prevent kinks and bents as well as there are inspections in place to detect damages in the sds, reference procedures documented in (B)(4). Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The report received indicated that a kink was found on the shaft of smart control (c06100ml, 15146440, complaint product) prior to inserting into the patient. At what timing the kink occurred was unknown. Other new product (details unknown) was opened and the superficial femoral artery was treated successfully. The complaint device was not clinically used. Analysis revealed that the stent was received separated inside the bag (fully deployed). It is unknown if the device appeared normal when removed from the packaging and tt was not manipulated in any way prior to the kink/bent condition of the product being noted. The kink was found prior to inserting the device into the sheath (details unknown). There was no patient injury as a result of this event. A guidewire (treasure, st jude medical) was used for the procedure.